Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient dob & weight not provided. Unknown when device broke or non-union occurred. This report is for unknown screw/unknown lot number. UDI: unknown part number, unknown lot number, UDI is unavailable. (B)(4). The 510k#: unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) of a distal tibial fracture with implant of a tibia plate, 6 hole, left and an unknown quantity of screws (part and lot numbers were requested but were not provided and will not be available). On an unknown date the patient was found to have a non-union at the distal 1/3 of the tibia and breakage of an unknown quantity of screws. It is unknown if the patient was symptomatic. On (B)(6) 2016 the patient returned to the operating room and underwent removal of the tibia plate (intact) and an unknown quantity of screws. There was nothing retained in the patient. The patient was revised to a tibial nail. The procedure was completed successfully with no surgical delay. The reporter confirmed that there was no additional information available. This complaint involves one device. This report is 1 of 1 for (B)(4).